Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa). The 7x40 mm absolute pro self expanding stent (ses) was deployed without issue. Upon removal, the delivery system became stuck in the introducer sheath and could not be removed. The devices were removed together and a new introducer sheath was used to continue the procedure. There were no adverse patient effects. No additional information was provided.